Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call regarding high readings. Customer's blood glucose was 415 mg/dl at the time of the incident. Patient's current blood glucose is 350 mg/dl. Troublehsooting was performed. Customer has already contacted their hcp regarding the high bgs. Adv to change entire set, reservoir and insulin and treat per hcp's instructions. Nothing will be returned for analysis.